Event description:
It was reported that a patient implanted with an impella cp developed a hematomaat the insertion site after the repositioning sheath was advanced. The peel away sheath was removed from the body completely prior to cracking and peeling away. The patient was not on any systemic anticoagulation. The last known activated clotting time was 260. The patient received integrillin bolus after stent placement. Forward tension sutures were placed and angle matching dressing was applied. Manual pressure was held for 20 minutes. Five percent dextrose in water was in the purge solution. Right lower extremity was mottled and pulses were absent. Hematoma was extending per the nurse. The impella cp was removed and the artery was repaired and the hematoma evacuated. The patient was to be escalated to an impella 5.5. Four units of packed red blood cells were also transfused. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel, limb ischemia, and access site bleeding has been completed. The impella device was not returned for evaluation. Vascular damage peripheral : the cp was removed and vascular repair the artery. The root cause of the vascular damage issue was not determined since product was not returned and insufficient clinical details provided. ¿limb ischemia: as all the necessary information was not provided, the root cause of the limb ischemia was not determined." Access site bleeding major: hematoma was noted at impella site. The root cause of the access site bleeding issue was most likely use related, forward tension sutures. And angle matching dressing applied to stop the bleeding. Instructions for use impella cp with smart assist system, section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ h6 health effect - clinical code 1888 and health effect - impact code 4624 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-29643. H10 instructions for use were incomplete on the initial manufacturer device report number 1220648-2025-29643.